Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was oversensing atrial activity on its left ventricular (lv) lead channel resulting in lv pacing inhibition. Technical services (ts) was consulted and recommended reprogramming options. This product remains in service. No adverse patient effects were reported.